Event description:
It was reported that the user observed 7 units of insulin on board, disconnected and paused the ilet as self-treatment to prevent a perceived low when blood glucose was at 120 mg/dl. The user consumed soda while disconnected, then reconnected with subsequent hyperglycemia that the system later corrected. The event involved an improper or incorrect user procedure, and no specific device component was implicated. Symptoms included hyperglycemia peaking at 269 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified consistent with user-initiated pump disconnection and overtreatment of hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event. Thank you for the timely follow-up that confirmed glucose returned to range.